Manufacturer narrative:
Medtronic received additional information from this physician that a 27 mm device was originally implanted, but the implant resulted in severe aortic insufficiency (ai). The patient's aortic annulus was plenty big, but the sino-tubular junction (stj) was limiting exposure to the annulus with the 27 mm valve. The physician suspected that the commissure between the left and the right was leaking, so the 27 mm valve was replaced with a 25 mm valve; the 27 mm valve was otherwise functioning fine. No other adverse patient effects were reported. Corrected event description updated above; patient and device codes updated.

Manufacturer narrative:
The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information from this physician that immediately post-implant of this 25 mm bioprosthetic valve, there was a paravalvular leak between the left and right commissure. This valve was explanted and replaced with a 23 mm device. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.